Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was being used to treat a lesion. There was no damage to packaging. The device was inspected with no issues noted. It was reported that the stent was successfully deployed without any issue. When the balloon was deflated and the stent delivery system was being pulled back into the guide for removal from the patient, the delivery system got "stuck" inside the guide. The stent delivery system travelled back on the wire fine until it reached the guide and resistance was felt. The physician had to remove the guide with the stent delivery system in it. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sufficient time was given for the balloon to deflate. A concentration of 50:50 of saline:contrast was used during the procedure. If information is provided in the future, a supplemental report will be issued.